Event description:
Redness with mild development of blisters [erythema] redness with mild development of blisters [blister], at single use for back pain and neck pain [device use issue]. Case narrative: this is a spontaneous report from a contactable pharmacist reporting for a consumer. A (B)(6) male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) reported as thermacare for back and neck, via an unspecified route of administration, on (B)(6) 2019, for single use for back pain and neck pain. The patient's medical history and concomitant medications were unknown. The patient experienced redness with mild development of blisters on (B)(6) 2019. The action taken in response to the events for thermacare heatwrap and events outcome was unknown. The pharmacist considered the events redness with mild development of blisters were serious due to medically significant. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "redness with mild development of blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "redness with mild development of blisters " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Final confirmation status: not confirmed. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] redness with mild development of blisters [blister] , at single use for back pain and neck pain [device use issue]. Case narrative:this is a spontaneous report from a contactable pharmacist reporting for a consumer. A 43-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) reported as "thermacare for back and neck," via an unspecified route of administration, on (B)(6) 2019, for single use for back pain and neck pain. The patient's medical history and concomitant medications were unknown. The patient experienced redness with mild development of blisters on (B)(6) 2019. The action taken in response to the events for thermacare heatwrap and events outcome was unknown. The pharmacist considered the events redness with mild development of blisters were serious due to being medically significant. Severity of harm has been selected by the manufacturing site as s3. Product quality complaints provided the following investigation information: final confirmation status: not confirmed. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (04dec2019): new information reported from citi included severity of harm of s3. Follow-up (06dec2019): new information reported from citi included investigation results. Company clinical evaluation comment: based on the information provided, the events of "redness with mild development of blisters " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time., comment: based on the information provided, the events of "redness with mild development of blisters " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] redness with mild development of blisters [blister] , at single use for back pain and neck pain [device use issue]. Case narrative:this is a spontaneous report from a contactable pharmacist reporting for a consumer. A 43-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) reported as thermacare for back and neck, via an unspecified route of administration, on (B)(6) 2019, for single use for back pain and neck pain. The patient's medical history and concomitant medications were unknown. The patient experienced redness with mild development of blisters on (B)(6) 2019. The action taken in response to the events for thermacare heatwrap and events outcome was unknown. The pharmacist considered the events redness with mild development of blisters were serious due to medically significant. Severity of harm has been selected by the manufacturing site as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (04dec2019): new information reported from citi included severity of harm of s3. Company clinical evaluation comment: based on the information provided, the events of "redness with mild development of blisters " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "redness with mild development of blisters " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "device use issue" is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] skin as scalded, slight blistering [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist reporting for a consumer. A 43-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number cg5594, expiration date sep2022) initially reported as "thermacare for back and neck" on (B)(6) 2019 local application for first time for back pain. The patient's medical history and concomitant medications were not reported. The patient experienced redness with mild development of blisters on (B)(6) 2019. The pharmacist considered the events redness with mild development of blisters were serious due to being medically significant. Upon follow-up received on (B)(6) 2019, the pharmacist reported the patient applied only the back heatwrap, the neck heatwrap was not applied. The patient experienced skin was scalded, slight blistering on (B)(6) 2019. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. No therapeutic measures were taken and no surgical intervention, such as debridement, was required as a result of the event. The pharmacist did not expect the patient to experience long-term sequelae such as scarring. The patient was not taking any relevant medications, including topical medications, at the time of the adverse event. Clinical outcome of the event was resolved on 02nov2019. Severity of harm has been selected by the manufacturing site as s3. Product quality complaints provided the following investigation information: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (04dec2019): new information reported from citi included severity of harm of s3. Follow-up (06dec2019): new information reported from citi included investigation results. Follow-up (16dec2019): new information received from a contactable other hcp includes: suspect product start date, updated suspect product from thermacare neck, shoulder & wrist to thermacare lower back & hip, provided suspect product lot number and expiration date, updated event blister to burn blister, removed event device use issue as patient used back heatwrap on back only, no therapeutic measures taken, no intervention required, action taken with suspect product, event onset date and event outcome. No follow-up attempts needed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of "burn blister " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time, comment: based on the information provided, the event of "burn blister " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "redness with mild development of blisters". The cause of the consumer stating the wrap caused redness with mild development of blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] . Skin as scalded, slight blistering [burns second degree]. Narrative: this is a spontaneous report from a contactable pharmacist and other hcp reporting for a consumer. A 43-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number cg5594, expiration date sep2022) initially reported as "thermacare for back and neck" on (B)(6) 2019 local application for first time for back pain. The patient's medical history was not reported. Concomitant medications were none. The patient experienced redness with mild development of blisters on (B)(6) 2019. The pharmacist considered the events redness with mild development of blisters were serious due to being medically significant. Upon follow-up received on 16dec2019, the pharmacist reported the patient applied only the back heatwrap, the neck heatwrap was not applied. The patient experienced skin was scalded, slight blistering on (B)(6) 2019. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2019. No therapeutic measures were taken and no surgical intervention, such as debridement, was required as a result of the event. The pharmacist did not expect the patient to experience long-term sequelae such as scarring. The patient was not taking any relevant medications, including topical medications, at the time of the adverse event. Clinical outcome of the event was resolved on (B)(6) 2019. The reporting hcp considered the event as related to thermacare. Severity of harm has been selected by the manufacturing site as s3. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "redness with mild development of blisters". The cause of the consumer stating the wrap caused redness with mild development of blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (04dec2019): new information reported from citi included severity of harm of s3. Follow-up (06dec2019): new information reported from citi included investigation results. Follow-up (16dec2019): new information received from a contactable other hcp includes: suspect product start date, updated suspect product from thermacare neck, shoulder & wrist to thermacare lower back & hip, provided suspect product lot number and expiration date, updated event blister to burn blister, removed event device use issue as patient used back heatwrap on back only, no therapeutic measures taken, no intervention required, action taken with suspect product, event onset date and event outcome. No follow-up attempts are needed. No further information is expected. Follow-up (08jul2020): new information received from the product quality complaint group included updated investigational results. No follow-up attempts are needed. No further information is expected. Comment: based on the information provided, the event of "burn blister " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] skin as scalded, slight blistering [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist and other hcp reporting for a consumer. A 43-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number cg5594, expiration date 30apr2022) initially reported as "thermacare for back and neck" on 31oct2019 local application for first time for back pain. The patient's medical history was not reported. Concomitant medications were none. The patient experienced redness with mild development of blisters on 02nov2019. The pharmacist considered the events redness with mild development of blisters were serious due to being medically significant. Upon follow-up received on 16dec2019, the pharmacist reported the patient applied only the back heatwrap, the neck heatwrap was not applied. The patient experienced skin was scalded, slight blistering on 31oct2019. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on 02nov2019. No therapeutic measures were taken and no surgical intervention, such as debridement, was required as a result of the event. The pharmacist did not expect the patient to experience long-term sequelae such as scarring. The patient was not taking any relevant medications, including topical medications, at the time of the adverse event. Clinical outcome of the event was resolved on 02nov2019. The reporting hcp considered the event as related to thermacare. Severity of harm has been selected by the manufacturing site as s3. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "redness with mild development of blisters". The cause of the consumer stating the wrap caused redness with mild development of blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (04dec2019): new information reported from citi included severity of harm of s3. Follow-up (06dec2019): new information reported from citi included investigation results. Follow-up (16dec2019): new information received from a contactable other hcp includes: suspect product start date, updated suspect product from thermacare neck, shoulder & wrist to thermacare lower back & hip, provided suspect product lot number and expiration date, updated event blister to burn blister, removed event device use issue as patient used back heatwrap on back only, no therapeutic measures taken, no intervention required, action taken with suspect product, event onset date and event outcome. No follow-up attempts are needed. No further information is expected. Follow-up (08jul2020): new information received from the product quality complaint group included updated investigational results. No follow-up attempts are needed. No further information is expected. Follow-up (08oct2020): new information received from the product quality complaint group includes updated expiration date. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "redness with mild development of blisters". The cause of the consumer stating the wrap caused redness with mild development of blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.